Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, the customer informed the technical support engineer (tse) that error 22028 occurred persistent on the system during start-up. Troubleshooting was performed; however, the issue persisted. Tse instructed user to disable the affected patient side manipulator (psm) arm and continue with the procedure using a 3 psm arm system for the planned procedure. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis and the reported event; error 22028 at startup, was confirmed and replicated. In logs, the 22028 error was found indicating a failure to self-test multiple times confirming the fault occurred in the field. Upon visual inspection, the washer plate was found to be very loose and missing one of its screws. The unit was installed onto a golden system where the 22028 error was triggered, indicating the psm¿s failure to self-test, and replicating the reported event. Failure analysis could not continue until the unit was repaired with a new washer plate. Once it returned, the unit was installed onto a golden system to test again a functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. As a result of this investigation, failure analysis has concluded that the washer plate is the root cause of the reported event.